Event description:
Customer reported the alarm will not power on. Batteries have been replaced with a new supply. Customer also reported there is no physical damage to the outside of the units. Customer did not provide a date when discovered. No incident or injury reported.

Manufacturer narrative:
Evaluation results: evaluation of the returned unit confirmed the alarm will not power on with batteries. However, the alarm powers on with a 9v adaptor and a power supply. The battery door is missing, the led light has been pushed into case and there is battery leakage on the battery springs and inside the battery compartment. The alarm passes functional testing. Note: instructions for use state: batteries can explode or leak and cause damage to alarm if installed incorrectly, fully discharged, or exposed to liquid, fire or high temperatures. If battery damage has occurred, or you see any corrosion, remove the alarm from use immediately. Do not use the alarm if battery damage has been detected. Manufacturer reference file number (B)(4).